Manufacturer narrative:
The reported event of failure to connect was confirmed. The reported event of loose or intermittent connection was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular and left ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
During an device implant procedure, the right ventricular (rv) lead was unable to be secured into header as the setscrew was unable to be tightened on the device. A new device was successfully implanted to resolve the event. The patient was stable.